Manufacturer narrative:
An event of infection was reported to abbott. It was conveyed that the infection originates at the ipg site. The entire system was explanted; however, no explanted products were returned for analysis. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection is yet to be substantiated.

Event description:
It was reported that the patient was experiencing pain at the ipg site. It was confirmed that the ipg site was red, swollen, and had pus coming from the incision. As a result, surgical intervention was undertaken on (B)(6) 2021 wherein the scs system was explanted.